Event description:
It was reported by service report that the breakaway head section would not lock in the upright position because the pin was missing; it would only go down about half way and it would not correctly lock into place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.